Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The eds iii was visually inspected, it was noted that biological debris has come into contact with the filter in the drip chamber; this could be due to the eds iii being laid down when moving the patient. It was also noted that the connector from the drip chamber to the collection bag has what seems to be clam marks on it, as noted in IFU connectors should be finger tightened. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined, as the purified water flowed from the drip camber into the collection bag. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported by the rep that the device was being used to drain csf fluid from patient in ICU (post surgery) while the patient was under the care of the ICU with the eds3 system in place, the nursing staff noticed that the csf was not draining in to the collection bag from the drip chamber. Device will be forwarded on receipt.